Event description:
Reportedly, valve explanted after two years and eleven months implant duration due to aggressive calcification. No add'l info available.

Manufacturer narrative:
Device not returned.